Event description:
It was reported that during the percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced and the balloon was inflated twice but it ruptured on the second inflation at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).